Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079533) on 17-sep-2018. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity and dysuria. On an unknown date patient underwent pelvic ultrasound and biopsy. Concurrent conditions included human papilloma virus infection since (B)(6) 2018, tietze's disease since (B)(6) 2012, blood pressure high since 2010, sexually transmitted disease nos and tooth disorder. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2013 to 2014, ferrous sulfate (ferrous sulphate) since (B)(6) 2013 to 2015, losartan and metronidazole benzoate (flagyl) from 2015 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding, excessive bleeding."). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia/heavy menorrhagia/excessive menstrual cycle with longer duration and heavier flow"), abdominal pain lower ("excruciating pain in the lower abdomen/lower abdominal pain"), back pain ("back area pain/ pelvic pain radiates to lower back/lower back pain"), pelvic pain ("pelvic pain/pelvic pressure"), vaginal haemorrhage ("vaginal bleeding/irregular vaginal spotting/heavy cycle with vaginal spotting occurs") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 8 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: excessive vaginal itching"), urticaria ("hives on body"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: recurring yeast infection") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2013, the patient experienced uterine haemorrhage ("heavy uterine bleeding"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), sharp stabbing pain every month before and after my period"). On (B)(6) 2014, the patient experienced vulvovaginal burning sensation ("vaginal burning"). In 2018, the patient experienced bone loss ("detal problem, bone loss"). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("very depressed"), vaginal infection ("vaginal infection /unspecified vaginitis"), dental caries ("dental problems tooth decay") and urinary tract infection ("uti"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (novasure ablation). Essure treatment was not changed. At the time of the report, the menometrorrhagia, menorrhagia, genital haemorrhage, abdominal pain lower, back pain, pelvic pain, alopecia, depression, hot flush, vaginal haemorrhage, pruritus allergic, vaginal infection, dental caries, dysmenorrhoea, dyspareunia, fatigue, urticaria, bone loss, urinary tract infection, uterine haemorrhage, vulvovaginal mycotic infection, vulvovaginitis, vulvovaginal burning sensation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bone loss, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, pelvic pain, pruritus allergic, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal mycotic infection and vulvovaginitis to be related to essure. The reporter commented: consumer mentioned required intervention as event outcome, however she did not specify it. The seriousness criterion ¿serious injury/required intervention ¿ was reported, but not specified or assigned to one of the events. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet received. Event per pfs: abdominal pain. Concurrent condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5079533) on 17-sep-2018. The most recent information was received on 29-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding, excessive bleeding.') And abdominal pain lower ('excruciating pain in the lower abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity and dysuria. Concurrent conditions included blood pressure high since 2010. Concomitant products included losartan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), sharp stabbing pain every month before and after my period"). In 2014, the patient experienced urticaria ("hives on body"). In 2015, the patient experienced vaginal infection ("vaginal infection"). In 2018, the patient experienced tooth loss ("dental problem, bone loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), back pain ("back area pain"), alopecia ("hair loss"), depression ("very depressed"), vulvovaginal pruritus ("allergic or hypersensitivity reaction type: excessive vaginal itching"), dental caries ("dental problems tooth decay"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, abdominal pain lower, back pain, alopecia, depression, hot flush, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, vaginal infection, dental caries, dysmenorrhoea, dyspareunia, fatigue, urticaria and tooth loss outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, tooth loss, urticaria, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: consumer mentioned required intervention as event outcome, however she did not specify it. The seriousness criterion ¿serious injury/required intervention ¿ was reported, but not specified or assigned to one of the events. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, laboratory data were added. Updated suspect drug indication. Events hormonal changes describe: hot flashes, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: excessive vaginal itching, vaginal infection, dental problems tooth decay, dysmenorrhea (cramping), sharp stabbing pain every month before and after my period, dyspareunia (painful sexual intercourse), fatigue, hives on body, dental problem, bone loss and she did not undergo essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding, excessive bleeding.'), abdominal pain lower ('excruciating pain in the lower abdomen/lower abdominal pain') and menometrorrhagia ('menorrhagia with irregular cycle') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity and dysuria. On an unknown date patient underwent pelvic ultrasound and biopsy. Concurrent conditions included human papilloma virus infection since (B)(6) 2018, tietze's disease since (B)(6) 2012 and blood pressure high since 2010. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2013 to 2014, ferrous sulfate (ferrous sulphate) since (B)(6) 2013 to 2015, losartan and metronidazole benzoate (flagyl) from 2015 to 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("back area pain/ pelvic pain radiates to lower back/lower back pain"), pelvic pain ("pelvic pain/pelvic pressure"), vaginal haemorrhage ("vaginal bleeding/irregular vaginal spotting/heavy cycle with vaginal spotting occurs") and menorrhagia ("menorrhagia/heavy menorrhagia/excessive menstrual cycle with longer duration and heavier flow"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 8 months 25 days after insertion of essure. In (B)(6) 2012, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: excessive vaginal itching"), urticaria ("hives on body") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: recurring yeast infection"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), sharp stabbing pain every month before and after my period"). On (B)(6) 2014, the patient experienced vulvovaginal burning sensation ("vaginal burning"). In 2018, the patient experienced bone loss ("detal problem, bone loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("very depressed"), vaginal infection ("vaginal infection /unspecified vaginitis"), dental caries ("dental problems tooth decay"), urinary tract infection ("uti"), uterine haemorrhage ("heavy uterine bleeding") and vulvovaginitis ("vulvovaginitis"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (ablation and novasure ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, back pain, pelvic pain, alopecia, depression, hot flush, vaginal haemorrhage, menorrhagia, pruritus allergic, vaginal infection, dental caries, dysmenorrhoea, dyspareunia, fatigue, urticaria, bone loss, urinary tract infection, uterine haemorrhage, menometrorrhagia, vulvovaginal mycotic infection, vulvovaginitis and vulvovaginal burning sensation outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bone loss, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, pelvic pain, pruritus allergic, urinary tract infection, urticaria, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal mycotic infection and vulvovaginitis to be related to essure. The reporter commented: consumer mentioned required intervention as event outcome, however she did not specify it. The seriousness criterion ¿serious injury/required intervention ¿ was reported, but not specified or assigned to one of the events. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Events: uti , heavy uterine bleeding, menorrhagia with irregular cycle, pelvic pain/pelvic pressure, infection (bladder/urinary tract/vaginal) type: recurring yeast infection, vaginal burning, vulvovaginitis were added. Event onset date was updated. Concomitant and treatment drugs were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.